Event description:
It was reported the single use mechanical lithotriptor was unable to crush the stone, causing the connection part of the clip connector to break and become stuck. The issue occurred during a therapeutic lithotripsy procedure that was completed using a similar device with delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to a previously submitted report. Updated field(s): d8, h3, h6, corrected field(s): e1. The device was returned to olympus for inspection, and the reported issue was confirmed. In addition, the following malfunction was identified during the device evaluation found the basket wire was deformed. Based on the results of the investigation, a probable root cause could not be identified. However, the cause of the event is component failure likely due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy causing the basket to be deformed and the operating pipe broke at the welded portion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following fields: d4 lot #; d4 expiration date; h4 manufacturer date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.